Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low and high blood glucose of unknown levels. Customer indicated that they were admitted to the hospital with 141mg/dl blood glucose. Customer indicated that they forgot to rewind the pump, which may have led to the low blood glucose and customer treated with glucose. Troubleshooting was declined by customer. Troubleshooting found that the customer wanted to document the incident only. No further details.